Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. Additional product codes jdp, hrs. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. No phone number or city available for reporter. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in the (B)(6) as follows: it was reported that the instrument tray was opened for a case. During assembly of the necessary devices, the scrub nurse accidentally attached the aiming arm incorrectly thus causing the instrument to be unusable. The aiming arm and the bolt broke during the intraoperative assembly. All fragments were removed from the patient. The team reverted to using their back up system which to complete the procedure. A 40 minute surgical delay was reported. No patient harm reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date device returned to manufacturer. H3, h4, h6: a device history record (DHR) review was performed for part: 03.231.005, lot: 9386696: manufacturing site: haegendorf, release to warehouse date: 30. Mar. 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was performed. The evaluation has shown that the coupling bolt of the aiming arm is completely seized in the locking bolt. It looks like the coupling bolt was screwed into the locking bolt till the end/run-out of the locking bolt thread was reached and then was tightened into the thread run-out which finally caused the seizing. No breakage could be detected at the received devices. The outer thread of the locking bolt is badly damaged, also the conical thread at the forefront is completely stripped. It can be assumed that these damages were caused by forcible disassembling attempts while the devices were still attached to a plate. The root cause of this occurrence is use related, as illustrated in the va-lcp condylar plate 4.5/5.0 surgical technique is the aiming arm attached to the slotted part of the insertion handle and not to the locking bolt. The locking bolt is only used to attach the insertion handle to the plate and not to fix the aiming arm. This use error is also confirmed in the complaint description, where is it mentioned that the aiming arm accidentally attached incorrectly. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.